Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was reported as dislocation. The actual length of in-vivo for the item listed is unknown as the original surgery date was not provided or could be established. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. This investigation is limited in scope as only partial information was provided to djo surgical - austin for review. The revised items was not returned for examination and the lot was not provided. To adequately investigate this event, the lot are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. Customer complaint history of the reported item showed no present trends or on-going issues that are needing a review. The root cause of this complaint was reported as dislocation. There was no information submitted with this complaint about any patient activities, accidents or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time. Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - patient had original surgery in another state. No information given and surgeon was unsuccessful in locating it. Patient had been dislocated for over a year when she was brought to his office. Surgeon removed the stem, head, and insert. Replaced stem and insert with biomet.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - patient had original surgery in another state. No information given and surgeon was unsuccessful in locating it. Patient had been dislocated for over a year brought to his office. Surgeon removed the stem, head, and insert. Replaced stem and insert with bionet.